Event description:
This will be filed to report a single gripper actuation issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. While attempting to grasp the leaflets, one of the grippers was no longer able to rise. Subsequently, the clip was removed from the patient and the procedure was concluded with no change in mr and no clips implanted. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue could not be replicated in a testing environment due to the returned condition of the cds. Additionally, it was observed that the clip was unable to close, the release crimper was loose, dc handle was difficult to advance, the dc shaft was bent, the actuator mandrel was bent and broken, the actuator coupler was bent and corroded, the collet was broken and corroded, and the gripper lines were not in the l-lock tabs. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single gripper actuation issue was unable to be determined. The observed bent dc shaft, bent actuator mandrel, broken actuator mandrel, and bent actuator coupler are likely due to post-procedural handling/processing of the device. The observed difficult to advance dc handle was a cascading event of the observed bent dc shaft. The observed corroded collet and corroded coupler appear to be due to post-procedural circumstances. The observed broken collet was a cascading event of the corrosion. The observed loose release crimper and unable to close clip are cascading events of the broken collet. The investigation determined the loose gripper lines to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Na.